Manufacturer narrative:
No product was returned for eval. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the info received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) stated that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device instructions for use (IFU) instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery.

Event description:
It was reported following a diagnostic cardiac catheterization a 6f angio-seal vip was deployed in the right leg. During deployment, as the angio-seal was being tamped, the pt jumped and pulled back. The site oozed and required manual compression for 5 minutes after deployment. The pt went to the holding area. While in the holding area the pt lost pulses in the right leg and the leg became cool. The leg was monitored and after increasing coldness and lack of pulses, a doppler ultrasound was performed which revealed an occluded right popliteal artery. The pt underwent an embolectomy and the angio-seal, anchor and attached suture, was removed from the popliteal artery. The patient was reportedly doing well. The heart catheterization was performed due to chest pain. The pt was not taking prescribed anti-coagulants.